Event description:
A little inflammation (left knee) [injection site joint inflammation] ([injection site joint pain], [injection site joint discomfort]). No improvement, does not feel an extreme improvement/has not had the effect she expected [device ineffective]. Synvisc one was used for meniscus injury [device use in unapproved indication]. Initial information was received on 16-mar-2022 from peru regarding an unsolicited valid serious case received from a consumer/non-healthcare professional this case is linked to case (B)(4) (same patient). This case involves a 65 years old female patient who had a little inflammation (left knee), no improvement, does not feel an extreme improvement/has not had the effect she expected after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. And synvisc one was used for meniscus injury. The patient's past vaccination(s) and family history were not provided. The patient did not suffer from other illnesses and does not take any other medications. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection (strength, batch number, expiration date: unknown), at a dose of 6 ml for knee pain and meniscus injury (device use issue; latency: same day). Batch number was not available with the reporter. The patient received synvisc one 6 ml hyaluronic acid on (B)(6), 2022, in both knees (medical indication: knee pain) but she still felt pain/pain in left knee (injection site joint pain; required intervention, latency: same day). She was on the eighth day and there was no improvement (device ineffective), since they put it on her, he felt like a weight on her knees (injection site joint discomfort, required intervention). After 8 days she did not feel an extreme improvement (lack of efficacy) and the product had not had the effect she expected (device ineffective), given that despite having applied synvisc one she had felt a lot of pain (injection site joint pain), for which the doctor told her to take anti-inflammatory analgesics (the names are not specified) for 1 week (from march 18 to 25, 2022), betaduo (injectable betamethasone) was also applied for 3 days (march 18 to 21, 2022). Moviflex was currently being applied as a spray (indomethacin, every 8 hours), but she still felt pain and a little inflammation (injection site joint inflammation, required intervention), but with less intensity. No other dose of synvisc one had been administered. The patient, when consulted for her diagnosis, indicated that she had a meniscus injury (diagnosed by magnetic resonance imaging), feeling more pain in her right knee than in her left. The reporter did not provide further information. Action taken: not applicable for all the events. Corrective treatment: anti-inflammatory analgesics (the names are not specified), betaduo (injectable betamethasone), moviflex (indomethacin) for a little inflammation (left knee) at time of reporting, the outcome was recovering / resolving for the event a little inflammation (left knee) and unknown for rest both events a product technical complaint (ptc) was initiated, and the results were pending for the same. Additional information was received on (B)(6) 2022 from a patient. This case previously processed as non-serious was upgraded to serious with addition of event- a little inflammation (left knee) along with its symptoms for which patient received corticosteroid (betamethasone) as corrective treatment which was considered as intervention required. Events added- a little inflammation (left knee), and synvisc one was used for meniscus injury. As reported term was updated to no improvement, does not feel an extreme improvement/has not had the effect she expected. Event- felt like a weight on her knees was made symptom of newly added event-a little inflammation (left knee). Clinical course was updated. Text was amended accordingly.

Event description:
A little inflammation (left knee) [injection site joint inflammation] ([injection site joint pain], [injection site joint discomfort]). No improvement, does not feel an extreme improvement/has not had the effect she expected [device ineffective]. Case narrative: initial information was received on 16-mar-2022 from peru regarding an unsolicited valid serious case received from a consumer/non-healthcare professional this case is linked to case (B)(4) (same patient). This case involves a 65 years old female patient who had a little inflammation (left knee), no improvement, does not feel an extreme improvement/has not had the effect she expected after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one] the patient's past vaccination(s) and family history were not provided. The patient did not suffer from other illnesses and does not take any other medications. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection (strength, batch number, expiration date: unknown), at a dose of 6 ml for knee pain and meniscus injury. Batch number was not available with the reporter. The patient received synvisc one 6 ml hyaluronic acid on (B)(6), 2022, in both knees (medical indication: knee pain) but she still felt pain/pain in left knee (injection site joint pain; required intervention and medically significant, latency: same day). She was on the eighth day and there was no improvement (device ineffective), since they put it on her, he felt like a weight on her knees (injection site joint discomfort, required intervention and medically significant). After 8 days she did not feel an extreme improvement (lack of efficacy) and the product had not had the effect she expected (device ineffective), given that despite having applied synvisc one she had felt a lot of pain (injection site joint pain), for which the doctor told her to take anti-inflammatory analgesics (the names are not specified) for 1 week (from (B)(6), 2022), betaduo (injectable betamethasone) was also applied for 3 days ((B)(6), 2022). Moviflex was currently being applied as a spray (indomethacin, every 8 hours), but she still felt pain and a little inflammation (injection site joint inflammation, required intervention and medically significant), but with less intensity. No other dose of synvisc one had been administered. The patient, when consulted for her diagnosis, indicated that she had a meniscus injury (diagnosed by magnetic resonance imaging), feeling more pain in her right knee than in her left. Upon follow up, the reporter was not willing to provide more information, she only indicated that she was recovering, taking oral painkillers. She did not provide contact information about her doctor, therefore doctor could not be contacted and did not authorize it. The reporter did not provide further information. Action taken: not applicable for both the events. Corrective treatment: anti-inflammatory analgesics (the names are not specified), betaduo (injectable betamethasone), moviflex (indomethacin) for a little inflammation (left knee). At time of reporting, the outcome was recovering for the event a little inflammation (left knee) and unknown for device ineffective. A product technical complaint (ptc) was initiated, and the results were pending for the same. Additional information was received on 29-mar-2022 from a patient. This case previously processed as non-serious was upgraded to serious with addition of event- a little inflammation (left knee) along with its symptoms for which patient received corticosteroid (betamethasone) as corrective treatment which was considered as intervention required. Events added- a little inflammation (left knee), and synvisc one was used for meniscus injury. As reported term was updated to no improvement, does not feel an extreme improvement/has not had the effect she expected. Event- felt like a weight on her knees was made symptom of newly added event-a little inflammation (left knee). Clinical course was updated. Text was amended accordingly. Additional information was received on 08-apr-2022 from a patient. Seriousness criteria of medically significant was added for event of little inflammation (left knee) along with its symptoms. Clinical course was updated. Linking for event synvisc one was used for meniscus injury was updated from device use issue to off label use of device. Based on information previously received, event- synvisc one was used for meniscus injury (off label use of device) was deleted from the case.

Event description:
A little inflammation (left knee) [injection site joint inflammation] ([injection site joint pain], [injection site joint discomfort]) no improvement, does not feel an extreme improvement/has not had the effect she expected [device ineffective]. Case narrative: initial information was received on 16-mar-2022 from peru regarding an unsolicited valid serious case received from a consumer/non-healthcare professional this case is linked to case (B)(4) (multiple device suspect used for the same patient). This case involves a 65 years old female patient who had a little inflammation (left knee), no improvement, does not feel an extreme improvement/has not had the effect she expected after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one.] The patient's past vaccination(s) and family history were not provided. The patient did not suffer from other illnesses and does not take any other medications. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection (strength: 48 mg/6 ml) (batch number, expiration date and route: unknown), at a dose of 6 ml once (1x) for knee pain and meniscus injury. There will be no information regarding the batch number and expiry date for this case (as it was not available with reporter). The patient received synvisc one 6 ml hyaluronic acid on (B)(6) 2022, in both knees (medical indication: knee pain) but she still felt pain/pain in left knee (injection site joint pain; required intervention and medically significant, latency: same day). She was on the eighth day and there was no improvement (device ineffective; latency: few days), since they put it on her, he felt like a weight on her knees (injection site joint discomfort, required intervention and medically significant; latency: few days). After 8 days she did not feel an extreme improvement (lack of efficacy) and the product had not had the effect she expected (device ineffective), given that despite having applied synvisc one she had felt a lot of pain (injection site joint pain), for which the doctor told her to take anti-inflammatory analgesics (the names are not specified) for 1 week (from (B)(6) 2022), betaduo (injectable betamethasone) was also applied for 3 days ( (B)(6) 2022). Moviflex was currently being applied as a spray (indomethacin, every 8 hours), but she still felt pain and a little inflammation (injection site joint inflammation, required intervention and medically significant; latency: few days), but with less intensity. No other dose of synvisc one had been administered. The patient, when consulted for her diagnosis, indicated that she had a meniscus injury (diagnosed by magnetic resonance imaging), feeling more pain in her right knee than in her left. Upon follow up, the reporter was not willing to provide more information, she only indicated that she was recovering, taking oral painkillers. She did not provide contact information about her doctor, therefore doctor could not be contacted and did not authorize it. The reporter did not provide further information. Action taken: not applicable for both the events. Corrective treatment: anti-inflammatory analgesics (the names are not specified), betaduo (injectable betamethasone), moviflex (indomethacin) for a little inflammation (left knee). At time of reporting, the outcome was recovering for the event a little inflammation (left knee) and unknown for device ineffective. A product technical complaint (ptc) was initiated on 29-aug-2023 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). The sample of the ptc (product technical complaint) was not available. Ptc stated: preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (30aug23). Investigation (14sep2023) the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend to determine if a CAPA (corrective and preventive action) was required. The final investigation for the ptc was completed on 14-sep-2023 with summarized conclusion as 'no assessment possible'. Additional information was received on (B)(6) 2022 from a patient. This case previously processed as non-serious was upgraded to serious with addition of event- a little inflammation (left knee) along with its symptoms for which patient received corticosteroid (betamethasone) as corrective treatment which was considered as intervention required. Events added- a little inflammation (left knee), and synvisc one was used for meniscus injury. As reported term was updated to no improvement, does not feel an extreme improvement/has not had the effect she expected. Event- felt like a weight on her knees was made symptom of newly added event-a little inflammation (left knee). Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2022 from a patient. Seriousness criteria of medically significant was added for event of little inflammation (left knee) along with its symptoms. Clinical course was updated. Linking for event synvisc one was used for meniscus injury was updated from device use issue to off label use of device. Based on information previously received, event- synvisc one was used for meniscus injury (off label use of device) was deleted from the case. Additional information was received on 14-sep-2023 from quality department via other healthcare professional. Suspect strength, global ptc number and ptc results were added. Text amended accordingly.

Event description:
A little inflammation (left knee) [injection site joint inflammation] ([injection site joint pain], [injection site joint discomfort]). No improvement, does not feel an extreme improvement/has not had the effect she expected [device ineffective]. Synvisc one was used for meniscus injury [off label use of device]. Case narrative: initial information was received on 16-mar-2022 from peru regarding an unsolicited valid serious case received from a consumer/non-healthcare professional this case is linked to case (B)(4) (same patient). This case involves a 65 years old female patient who had a little inflammation (left knee), no improvement, does not feel an extreme improvement/has not had the effect she expected after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one] and synvisc one was used for meniscus injury (off label use of device) the patient's past vaccination(s) and family history were not provided. The patient did not suffer from other illnesses and does not take any other medications. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection (strength, batch number, expiration date: unknown), at a dose of 6 ml for knee pain and meniscus injury (off label use of device; latency: same day). Batch number was not available with the reporter. The patient received synvisc one 6 ml hyaluronic acid on (B)(6), 2022, in both knees (medical indication: knee pain) but she still felt pain/pain in left knee (injection site joint pain; required intervention and medically significant, latency: same day). She was on the eighth day and there was no improvement (device ineffective), since they put it on her, he felt like a weight on her knees (injection site joint discomfort, required intervention and medically significant). After 8 days she did not feel an extreme improvement (lack of efficacy) and the product had not had the effect she expected (device ineffective), given that despite having applied synvisc one she had felt a lot of pain (injection site joint pain), for which the doctor told her to take anti-inflammatory analgesics (the names are not specified) for 1 week (from (B)(6), 2022), betaduo (injectable betamethasone) was also applied for 3 days ((B)(6), 2022). Moviflex was currently being applied as a spray (indomethacin, every 8 hours), but she still felt pain and a little inflammation (injection site joint inflammation, required intervention and medically significant), but with less intensity. No other dose of synvisc one had been administered. The patient, when consulted for her diagnosis, indicated that she had a meniscus injury (diagnosed by magnetic resonance imaging), feeling more pain in her right knee than in her left. Upon follow up, the reporter was not willing to provide more information, she only indicated that she was recovering, taking oral painkillers. She did not provide contact information about her doctor, therefore doctor could not be contacted and did not authorize it. The reporter did not provide further information. Action taken: not applicable for all the events. Corrective treatment: anti-inflammatory analgesics (the names are not specified), betaduo (injectable betamethasone), moviflex (indomethacin) for a little inflammation (left knee) at time of reporting, the outcome was recovering / resolving for the event a little inflammation (left knee) and unknown for rest both events. A product technical complaint (ptc) was initiated, and the results were pending for the same. Additional information was received on (B)(6) 2022 from a patient. This case previously processed as non-serious was upgraded to serious with addition of event- a little inflammation (left knee) along with its symptoms for which patient received corticosteroid (betamethasone) as corrective treatment which was considered as intervention required. Events added- a little inflammation (left knee), and synvisc one was used for meniscus injury. As reported term was updated to no improvement, does not feel an extreme improvement/has not had the effect she expected. Event- felt like a weight on her knees was made symptom of newly added event-a little inflammation (left knee). Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2022 from a patient. Seriousness criteria of medically significant was added for event of little inflammation (left knee) along with its symptoms. Clinical course was updated. Linking for event synvisc one was used for meniscus injury was updated from device use issue to off label use of device.